Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00375 and 1018233-2013-00377.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, scarring, pain, infection, unspecified urinary problems, dyspareunia, palpable urethral neck ridge (foreign body in patient), blood loss, bladder cystotomy, difficulty urinating, scar tissue, incontinence, interstitial cystitis, groin pain, urinary frequency, urinary urgency, urine leakage, nocturia, hesitancy, uncertainty if bladder is completely empty, elevated blood pressure, tenderness, pelvic floor pressure, vaginal and pelvic pain, voiding dysfunction, nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incidental cystotomy with transvaginal tape needle, small puncture noted on the dome of the left trocar site (perforation of organ), failed transvaginal tape pull down, sling broke, tight sling, obstruction, difficulty emptying, unable to void, white and red blood cells in urine, urinating a lot and not putting out a lot, urinary tract infection, bowel movements with uncontrolled voiding, voiding pressure, nausea, headache, urge urinary incontinence, voiding a lot at night, post void dribbles, trouble starting stream, unspecified issues, spasm (muscle spasm), chronic interstitial cystitis, right groin pain, leans over to void, vaginal wall scaring, anterior edge palpable and tender at the proximal arm and unspecified complications due to device, graft or implant.